Event description:
Reference number: (B)(4). Event occurred in united states. It was reported that the patient experienced blockage at site due to kinked cannula on (B)(6) 2026. The patient noticed symptoms 3 or more hours after insertion. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. No further information is available.